Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to the procedural circumstances of poor visualization and the challenging anatomy (rigid anterior leaflet). User technique/procedural circumstances influenced the clip becoming caught in the chordae and poor image resolution. The procedural circumstances of the clip becoming entangled in the chordae resulted in the reported foreign body in patient. The reported patient effect of failure to deliver mitraclip nt to the intended site (foreign body in patient) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch, additional information received reported that the patient died on (B)(6) 2018; however, per the physicians opinion, the death is not related to or caused by the mitraclip device. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional cds (80316u145) is being filed under a separate medwatch report.

Event description:
This is filed to report the clip entanglement, clip deployed on chordae and single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip (80316u145) was implanted, reducing the mr to 2+. On (B)(6) 2018, the patient presented asymptomatic. It was noted the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment (slda). The mr increased to 4+. A second procedure was performed for treatment. One clip was implanted to stabilize the slda clip. A second clip delivery system (cds 80530u107) was advanced to the mitral valve and grasping performed. Imaging was difficult due to the previously implanted clips. The leaflets were ungrasped due to an increase in gradient pressure. While repositioning, the clip became caught in the chordae. The device could not be completely removed from the chords. The leaflets were grasped, and the clip was deployed on the leaflets and chords. After deployment, it was noted the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). No further treatment was provided as the mr was reduced to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.